Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported solution flowed back and started leaking when priming was performed during test. The surgery was performed and completed after replacing the cassette with another one. There was no patient involvement. Additional information received from the company representative who stated that there was no harm to the or staff.

Manufacturer narrative:
The lot complaint history and DHR (device history record) were not reviewed as no lot information was available for this complaint. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The submerge leak test was performed on the cassette. No leakage was observed. The sample was tested with the lab stock components. The sample could prime and pass iop (intraocular pressure) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss (balanced salt solution) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).